Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide "presented resistance and could not be pushed". No patient harm reported. The spring wire guide was changed. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have one kink towards the middle of the body, one bend towards the proximal weld , and multiple offset coils throughout the entire body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks, bends, and offset coils in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located at 222mm from the distal weld. The bend in the guide wire was located at 45mm from the proximal weld. The offset coils were located at 109mm, 162mm, and 232mm from the distal weld. The overall length of the guide wire measured 603 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.850 mm which is within the specification of 0.838-0.877 mm per guide wire product drawing. The returned guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance spring-wire guide into the syringe approximately 10 cm until it passes through the syringe valves". The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. Visual examination revealed that the guide wire contained one kink, one bend, and multiple offset coils along the body. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide "presented resistance and could not be pushed". No patient harm reported. The spring wire guide was changed. The patient's condition is reported as fine.